Manufacturer narrative:
Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Based on the complaint history, visual inspection of the returned product and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: device history record review. Results: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. Conclusion: based on the complaint history, work order search, product evaluation, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Method (process evaluation): work order search. Results (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the technician attempted to remove a cc4204a collamer single piece lens from the lens vial but the lens was stuck to the cap. The technician was unable to remove the lens from the cap and the lens was not used. There was no patient contact or injury. The backup lens was implanted.